Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare professional (hcp) indicated the hcp was calling for the pump off password. It was noted there was a problem with device or procedure and was stated that the pump had a stall a few months back (B)(4) 2018 as previously reported, and was 3 months away from elective replacement indicator (eri). It was noted they would like to abandon therapy. It was noted that a pump stalled occurred and no know interfaces happened during the stall. It was noted the patient no longer wants to use the pump. The hcp was provided with the pump off password. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from healthcare professional via a clinical study indicated the cause of the multiple motor stalls was not known. The patient's baseline weight was (B)(6) pounds. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare professional (hcp) via a clinical study indicated the outcome of the event was unresolved with no further action planned. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare professional (hcp) via a clinical study indicated that the patient decided to abandon therapy for now, and the pump will be filled with saline. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a clinical study regarding a patient receiving morphine 5.0mg/ml for a total dose of 2.8145mg/day via an implantable pump for non-malignant pain and post laminectomy pain. It was reported the patient came in for a routine refill and a motor stall was noted on (B)(6) 2018 at 20:24 with a recovery on (B)(6) 2018 at 21:49. This was the first of multiple (four) motor stalls. Device interrogation/device data on (B)(6) 2018 showed a motor stall with recovery approximately 25 hours later. Another motor stall occurred with a recovery 40 hours later. A second motor stall occurred on (B)(6) 2018 at 14:39 with recovery on (B)(6) 2018 at 06:14. It was an approximately 40 hour stall. A third motor stall occurred on (B)(6) 2018 at 15:00 with recovery on (B)(6) 2018 at 13:37. Device interrogation showed the third of four motor stalls on (B)(6) 2018. The fourth and final motor stall occurred on (B)(6) 2018 at 15:23 without recovery. Device interrogation/device data showed a motor stall without recovery on (B)(6) 2018. The pump was reprogrammed on (B)(6) 2018. The elective replacement indicator was 5 months. The patient denied any symptoms of withdrawal or increased pain. The clinical diagnosis was pump motor stall. The pump was reset to basal rate for safety reasons and the patient will follow up on (B)(6) 2018 to discuss replacement versus abandoning therapy. The outcome of the event was noted as ongoing. The etiology of the event indicated the relationship of the event to the device or therapy was related and indicated the relationship of the event to the implant procedure was not related. The event date was noted as (B)(6) 2018. No further complications were reported/anticipated.